Event description:
On 5/99 the patient underwent surgery to treat pelvic relaxation. The surgeon performed a sacral colpopexy with mesh; lysis of adhesions; hallband culdoplasty; lateral vaginal wall repair and cystoscopy. In 1999 patient experienced a foul smelling vaginal discharge. On two weeks later the surgeon saw a part of the mesh in the vaginal apex. A month later, doctor again visualized a piece of mesh through the vagina. On 9/99 the surgeon found that the patient had an erosion of the mesh through the vaginal apex and the mesh was visible at the apex of the vagina. On 10/99 the surgeon performed an exploratory laparotomy, harvesting of rectus fascia, lysis of adhesions, repair or vaginal cuff defect, re-suspension of vaginal aspect of sacral colpopexy, repair of small bowel serosal tear, skin incision revision and cystoscopy. During the procedure the mesh was dissected off the vagina. Rectus fascia was taken up to this area and the mesh and fascia were sown together. In 1999 the patient was admitted to the hospital for erosion of mesh in to the vaginal wall. On 11/99, a piece of mesh was found in the vaginal apex. On 12/1999 patient was examined at different hospital for vaginal pain and vaginal discharge. On 12/99 the surgeon found a small amount of suture material at the apex of the vagina. In 2000 the patient continued to have complaints of vaginal drainage, discharge, and lower abdominal pain. On 3/2000 patient examined by another surgeon who suspected a rectovaginal fistula. In 04/2000 no fistula was found, and an exploratory laparotomy, cuff revision and removal of all mesh was planned. On 5/2000 the second surgeon performed a cystoscopy with ureteral stent placement and partial resection of the bladder followed by exploratory laparotomy with omentectomy, lysis of adhesions, and resection of the mesh. The post operative diagnosis was pelvic pain, reaction of graft with scarring and inflammation, pelvic adhesions, and erosion into the bladder. On 8/2000 the surgeon performed an exploratory laparotomy with lysis of extremely dense adhesions. He found the mesh knotted in a tight knot that was densely adherent to all surrounding structures and partially perforating the bladder and densely adherent to the coccyx. On 9/2002 the patient was cotninuing to experience pelvic pain and had developed stress urinary incontinence.